Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported noticing a big difference between the sensor glucose readings versus the blood glucose readings. Customer stated that the sensor was reading 300 mg/dl while the blood glucose reading was 30 mg/dl. Customer further stated that they woke with a low blood glucose reading and was treated with a glucagon shot. No further information reported.